Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4) - the dentist reported that 1.5 months after two dental implants were installed in intraoral regions #19 and #20, it was verified their non-osseointegration. A 45 ncm of primary stability was achieved and immediate load was not performed. Patient presented insufficient bone quality/quantity (bone type iii) and bone graft was executed.